Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements on the right ventricular (rv) channel and the ICD was emitting a beep tone. Technical services (ts) discussed programming options. It was noted that the patient will continue to be monitored. This ICD system remains in service and there were no adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements on the right ventricular (rv) channel and the ICD was emitting a beep tone. Technical services (ts) discussed programming options. It was noted that the patient will continue to be monitored. This ICD was explanted and replaced. At this time, this ICD has not been returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as additional information was received that this implantable cardioverter defibrillator (ICD) had been explanted. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements and a rise in pacing impedance measurements on the right ventricular (rv) channel. The ICD was also emitting a beep tone. Technical services (ts) discussed programming options. It was noted that the patient will continue to be monitored. This ICD was explanted and replaced. At this time, this ICD was not returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as additional information was received that the rv lead channel also exhibited a rise in pacing impedance measurements. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.